Event description:
The initial attorney report alleged pain and possible future surgical intervention. The following is based on the medical records provided by the pt's attorney: (B)(6) 2005 - repair of incarcerated incisional ventral hernia with ventralex mesh. On (B)(6) 2005 - pt presented to the ER with purulent drainage from her wound. Reportedly, she appears to have a wound infection. She was admitted and underwent incision and drainage of superficial abscess. On (B)(6) 2005 - a CT scan was suggestive of an enterocutaneous fistula with air tracking into the peritoneum, based on this she was bought into the operating room for mesh excision. Bilious contents was noting coming from the area of the mesh. Upon excision the mesh was noted to be grossly infected with a foul small smell discharge. Once the mesh was removed the excision was extended and just underneath the fascia two small bowel fistulas were noted to be putting out a small amount of enteric contents. Small bowel was found to be adherent to the transverse colon. Omentum was dissected off of the transverse colon I order to mobilize the area. Subsequently, an omentectomy, transverse colectomy, segmental small bowel resection x3, and repair of multiple enterotomies were also performed.

Manufacturer narrative:
The event, as initially reported was determined to be a non-reportable event. Subsequently, davol has received additional event info indicating a reportable event; therefore we are submitting this MDR based on the additional info received. Based on the info available at this time, no definitive conclusions can be made. The medical records indicate that the pt was treated for fistula formation, which is a known possible adverse reaction listed in the IFU. It was also indicated that the pt was treated for an infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." A mfg review that included review of sterility records was performed and did not find evidence of a mfg related cause for the alleged event. Additionally, no sample has been returned for evaluation. If additional event and/or evaluation info is obtained, a follow up MDR will be submitted.